Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed several errors, had battery issues, and experienced sticking buttons. The customer did not know the blood glucose reading. The customer stated that she received 2 error alarms every time she changed the battery. She stated that one of the alarms recurred during normal device use. Advised replacement of the insulin pump, and the customer declined to return the device. Nothing further reported.